Manufacturer narrative:
H.6. Investigation summary: one photo was received and observed to be a close-up of a rubber stopper inside a clear fluid filled syringe of unknown volume. Upon a visual inspection, a red circle has been added to the photo to illustrate a fiber attached to the stopper on the non-fluid side. However, the syringe is not in the original packaging and has been manipulated so a foreign matter defect cannot be confirmed. Root cause not defined since defects were not confirmed in photo received. No corrective actions recommended since product defect was not confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that during use of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray a fiber was discovered inside syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray a fiber was discovered inside syringe.